Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at electronic assembly. The insulin pump had moisture damage at the motor. The insulin pump was received with minor scratches to the display window and cracked reservoirtube lip. (B)(4).

Event description:
The customer reported that the insulin pump stopped working after it was submerged in the pool. The display was only partially working with lines going down and the issue was not resolved with a battery change. The blood glucose reading was 180 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.